Manufacturer narrative:
Date of event: exact date unknown, event occurred on the date of explant procedure. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8436500. Model: sc-8436-50. Serial: (B)(4). Batch: 7076786.

Event description:
It was reported that the patient developed a staphylococcus aureus infection on both ipg and lead incision sites. It was unknown what caused the infection. The patient was given antibiotics and underwent an explant procedure. The patient was recovering well. The explanted ipg and paddle lead were kept by the medical facility and will not be returned.